Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # va01d5k, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # va02kce, implanted: (B)(6) 2012, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that some electrode measurement seemed high but not open. It was noted that there were impedances reading greater than 4000 ohms. The left side implantable neurostimulator (ins) readings were c/0-2166, c/1-1519, c/2-2394, c/3-2698, 0/1-2918, 0/2-4804, 0/3-5262, 1/2-2588, 1/3-3327 and 2/3-3266 ohms. Right side impedances were provided and normal. Right were c/0-1167, c/1-993, c/2-1314, c/3-2087, 0/1-1345, 0/2-1873, 0/3-2630, 1/2-1447, 1/3-2367 and 2/3-2016. It was noted that the patient was programmed at c and 1 -1519 ohms. It was noted that the patient fell about 3 times in the past year prior to the date of this report. The last fall the patient had had the patient had not landed on the ins or head. Patient had a sensation in the right mid-thigh to calf area. The patient had some sciatica pain and had had 2 surgeries for this. It was noted that when the ins was turned off there were no changes to the sensation being experienced. Additional information was requested but had not been received as of the date of this report.